Manufacturer narrative:
At this time, product has not yet been returned. An investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is in 2010, it has been in distribution beyond its useful life as of the date of event of (B)(6) 2020. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc blood glucose meter would not power on with either button press or test strip insertion. As the customer could not measure blood glucose, a loss of consciousness subsequently occurred. The customer was able to re-gain consciousness and self-treat with soda. There was no report of death or permanent injury associated with this event.